Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 4 mg/ml at an unknown dose and unknown baclofen 4000 mcg/ml at an unknown dose via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. A motor stall occurred on (B)(6) 2020 at 5:18pm and reached tube set on (B)(6) 2020. The device was interrogated, and the motor stall had not recovered after multiple days. Environmental/external/patient factors that may have led or contributed to the issue was noted as ¿not applicable.¿ the pump was replaced on (B)(6) 2020 and would be returned. The hospital currently had possession of the pump. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight was 178 pounds and medical history was asked and would not be made available (legal/confidential reason). No further complications were reported.